Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error alarm anomalies noted. No unexpected beep anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart. Customer blood glucose at the time of incident 68 mg/dl. The customer is not sure if the alarm reoccurred after changing battery in the insulin pump. Customer was able to clear the alarm and finish rewinding but, the issue reoccurred. Customer was advised to continue using the device. Insulin pump will be returning for analysis.